Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt currently only has auditory perception on channels 1-6. Previously she had perception also on electrode channels 7 and 8. During the implantation surgery there was only a 22mm insertion achieved. According to the patient's audiologist, a CT scan completed in the last six months indicates that only 65 electrodes are presently in the cochlear. The pt is scheduled to undergo either revision or re-implantation surgery in 2008. There is no reason to believe that the device is malfunctioning but the poor placement and potential migration is the reason for attempting to re-position or re-implant the pt.